Event description:
X-ray technician was starting an IV with an insyte autoguard and after pushing the button once, the needle did not retract. In the process of disposing of the needle the technician was stuck.